Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the battery was bad. No other details regarding the nature of the event were provided. The device was not changed out. There was no reported adverse consequences to a pt as a result of this event.